Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Please refer to the updated information in the following fields: annex e: e2008 - foreign body in patient field b2: required intervention h1: serious injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a fragment was found and taken out of the patient body. There was no report of fragments falling from the device while used within a patient from the last procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's blade was broken. The customer used a spare instrument to continue with the procedure. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and the reported failure was confirmed. The instrument was found to have a blade broken 0.17" from the base. A piece approximately 0.085" x 0.430" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.